Event description:
The report stated that during a anterior low resection, the ligasure atlas handpiece did not seal the pt's tissues. It was also reported that the pt was not injured.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.